Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, the user reported rising blood glucose (bg) levels after changing supplies the previous day while using a contact detach infusion set. The user decided to perform another supply change independently. A follow-up confirmed that the previous infusion site was intact, and bg had decreased slightly to 398 mg/dl. The agent advised continued monitoring and planned a later follow-up to ensure stabilization. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected through a full supply change. No symptoms were experienced, and no medical intervention was required at the time of call.